Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over and the care fusion coordination engine disconnected flag was 1. A technical support specialist (tss) logged into the server, identified a disconnected flag, restarted the external messaging service and deployed the interface service utility, but the package was failed. Tss then rebooted the cce to apply windows update, server came back online and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not crossing over, and all devices were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.